Event description:
It was reported that six (6) large volume folfusors underinfused. The expected therapy time was 24 hours; the device reservoirs were only at line 2-3. This was observed during patient infusion. The devices were filled with piperacillin/tazobactam 13.5g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the dates ranged (B)(6) 2022. Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.